Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-ray relay was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect relay has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while testing the imaging system, the system was unable to perform image acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The standalone board for the imaging system was returned to the manufacturer for evaluation. Testing found that the board was unable to output any voltage.